Event description:
As surgeon was inserting the sheath into the right carotid artery, she noted the black depth markings were coming off. New micropuncture kit opened and new sheath used without issue. Upon completion of procedure, black depth markings were found in the neuroprotection system filter.